Event description:
The customer reported that his blood glucose was 477 mg/dl, for which he had treated himself. The customer stated that he was having difficulties with his infusion sets becoming stuck to the inside of his inserter. The customer stated this happened with the previous four sets he attempted to insert and the infusion set tape was sticking to the inserter. The customer also stated he had received no delivery alarms on his insulin pump in the past and was advised to troubleshoot upon occurrence of the alarm. Nothing further was reported.

Manufacturer narrative:
One opened quick serter was inspected and tested. Serter failed per inspection found quick serter barrel walls with excessive glue from quick set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.